Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed and a hole in the body of the bag was identified. A functional leak testing was performed in which air was applied under water and it was bubbling. Further inspection under the stereoscope confirmed the hole is equal to that generated by a needle. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3l eva empty bag was leaking from an unspecified location. This issue occurred during setup/preparation. There was no patient involvement. No additional information is available.